Event description:
During the implantation of the device object of this report, high shock impedance was obtained, and the induction test could not be performed (no arrhythmia could be induced).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Results and conclusion: on january 17, 2008, info related to the physician decision was received. No re-intervention will be performed. Therefore, no final conclusion could be drawn. However, proper ICD system operation is not ensured in this configuration. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. On january 17, 2008, info related to the physician decision was received: no re-intervention will be performed. Therefore, the complaint is closed in state. No final conclusion could be drawn. However, proper ICD system operation is not ensured in this configuration. See scanned page.